Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The consumer mailing address was not provided.

Event description:
Product was returned for investigation and confirmed that a malfunction occurred.the cause of the customers complaint is a failed shaft press fit.

Manufacturer narrative:
Product was returned for investigation and confirmed that a malfunction occurred.the cause of the customers complaint is a failed shaft press fit.